Event description:
Medline lap sponges opened for ep (electrophysiology) procedure table, upon inspection by staff there was a cluster of dust processed with the laps. The laps were thrown off and ensured no table or sterile employee contaminated. Barcode on laps was (B)(4), ref #mds251518lf, 18x18 sponges. These sponges were not used in patient case and discarded.